Manufacturer narrative:
The reported filter leak was confirmed by investigation. The used list 142560488 set was received for investigation. As received, the returned set was visually inspected and the filter vents were observed to be wetted and/or saturated. The filter vents of the filters appeared to be in good condition. The returned sets were leak tested per the product specifications and a leak was observed from the both filter vents of the filter. No other leaks were observed. Red dyed water was used to analyze the origin and mode of the replicated leaks. The leaks appeared to seep through the filter vent material from various locations. The infusate administered, pressure applied, and duration of use were not provided by the customer. The probable cause of the observed filter vent leak is the temporary or permanent loss of hydrophobic properties of the filter vent due to infusate interactions.

Event description:
The event occurred on an unknown day in 2019. The customer reported leakage on the filter of a plum set during administration of taxol chemotherapy.